Event description:
It was reported that a malfunction occurred on the pump, specifically showing a malfunction 12 code. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer with resetting the pump, and thereafter, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which the customer understood.